Manufacturer narrative:
The insulin pump received a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 100 mg/dl. Customer stated that the customer dropped the pump in the water and now it is not working. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.